Manufacturer narrative:
The problem was found to be caused by an incorrect barcode label on the sample carrier, causing the instrument to interpret it as a 32-sample carrier rather than a 24-sample carrier. The manufacturer also indicates that the instrument will post an alarm to the user. Hamilton bonaduz initiated a product recall as a result of this investigation.

Event description:
An event that occurred in another country was forwarded to hamilton company in 2007 in which an incorrect barcode label on a microlab star sample carrier caused sample ID to be mis-assigned. No death or injury resulted from the malfunction. This report corresponds to hamilton customer problem report.